Manufacturer narrative:
The insulin pump was returned for an error. Detailed trace analysis confirmed the alarms were triggered when the backup battery unloaded voltage was less than 3.7 v for 240 consecutive minutes. Analysis of the microtimer in the detailed trace analysis confirmed that the root cause is the non sleep anomaly software error. The insulin pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a pump error 25 appeared more than once in the insulin pump's history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.